Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 1901101 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The retained samples were inspected and no defects were observed. Based on the provided customer feedback, it is possible that this incident resulted from an error in the assembly process, which could have resulted in epoxy blocking the cannula. Every thirty minutes, the clog condition of the cannulas is visually inspected by the machine operators. Based on the preventive measures in place, we are confident this was an isolated incident with an unlikely recurrence. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends. Investigation conclusion: based on the customer feedback, we conclude that the cause of the problem could be produced due to some problem in the assembly process (for example, not enough vacuum), the cannula was not placed in the correct position into the hub and, as a consequence, the epoxy used to join both pieces blocked the cannula. The connectivity issue could be related with an excessive pressure in the device connection during use, originated due to the clogged cannula. Every 30 minutes, clog condition is visually inspected by machine operator. In addition, as in-coming inspection each cannula batch is also inspected by quality operator. All the production and inspection records and have established that all production and quality processes were carried out normally. No changes in the process have been implemented which could generate the defect based on the preventive measures and our stringent sampling inspection, we are certain that the probability of occurrence of this non-conformance is very low and always, in sporadic and exceptional cases. Root cause description: not able to confirm the exact root cause. Possible problem in the needle assembly process. Rationale: we can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection, no actions are required. In addition, a review of the p-eura 10000181308 indicates that the potential risk of the reported event was assessed appropriately in the fmea documentation.

Event description:
It was reported that syringe s2 5ml 22ga 1-1/2in bd china needle was blocked while aspirating. The following information was provided by the initial reporter: when preparing the injection for the patient, finding that the needle was blocked when aspirating the liquid.